Event description:
When rn was lowering head of bed with pt in the bed, the head of bed fell quickly into trendelenburg position. The pt experienced increased pain at the time of the event and prolonged increased pain post event.